Event description:
It was reported that this right ventricular (rv) lead was dislodged and loss of capture was confirmed. There was no report of pauses greater than 2 seconds. In addition, high capture threshold was also noted. The patient was not pacemaker dependent. During the revision procedure, the helix mechanism on the rv lead could not be retracted, the physician tried rotating the whole lead but it would not move. The physician elected to cap the lead and leave the lead in situ. Subsequently, when the new rv lead was being implanted, the existing capped rv lead worked itself back out and was able to be successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed and a deformed helix, stretched-out and/or bent was noted. There was dried blood present around the helix and tip. It was observed that the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and loss of capture was confirmed. There was no report of pauses greater than 2 seconds. In addition, high capture threshold was also noted. The patient was not pacemaker dependent. During the revision procedure, the helix mechanism on the rv lead could not be retracted, the physician tried rotating the whole lead but it would not move. The physician elected to cap the lead and leave the lead in situ. Subsequently, when the new rv lead was being implanted, the existing capped rv lead worked itself back out and was able to be successfully explanted. No additional adverse patient effects were reported.